Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's driveline and system controller were damaged. Log files were submitted for review. The log file appeared to capture no unusual events.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the system controller was confirmed via analysis of the returned controller. The system controller (serial number: (B)(6) was returned with the modular cable connected to the driveline connector. Inspection of the returned controller revealed that the software versional label and system controller label were both missing. It was attempted to remove the modular cable from the system controller; however, the cable was unable to be removed as the driveline release button could not be depressed. During testing, it was also observed that the alarm silence button and battery gauge button also could not be engaged due to buttons being stuck. The system controller¿s liquid crystal display (lcd) screen was also observed to have a green discoloration and was dim. The system controller was then disassembled to inspect the internal components revealing that a green substance consistent with fluid ingress was covering all of the internal component, which resulted in the observed issues. The returned system controller was functionally testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Log files were submitted and downloaded for review, and data from the event date of 21apr2025 was reviewed. The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low-speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 02mar2023. Battery inspection data was reviewed for the 11v backup battery, serial number: (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.